Event description:
The pt's system was explanted due to reported pain near the implant site.

Manufacturer narrative:
Explanted product was discarded by the surgical center. No product will be returned for evaluation. Pt reports that pain has resolved since explant. This is the final report.